Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 240 mg/dl; however, an exact value was unable to be provided. Reportedly, the cause of the elevated bg level was because the customer ate food and forgot to deliver a bolus. Customer addressed impacted bg level with a bolus via the pump.